Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that an unspecified number of syringe catheter tips 2oz experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no: 309620 batch no: unknown. Consumer stated, its hard to push on plunger when inserting into his feeding tube stated, he will use 1 syringe more than once so that he does not run out stated, his insurance company is not approving enough syringes for the month, that's why is re-using. Date of event: unknown.